Event description:
Information received indicates the foot end brake casters will hold after brake is engaged. The casters continue to swivel.

Manufacturer narrative:
The technician replaced the foot end brake casters to repair the stretcher.